Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for essential tremor. It was reported that they were having problems with the deep brain stimulation (dbs) device. There were no patient symptoms alleged and no further complications are anticipated. See related regulatory report 3004209178-2018-11431.